Manufacturer narrative:
Concomitant medical products: product ID: 694765 lead, implanted: (B)(6) 2002, 5076-52 lead, (B)(6) 2002. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device had reached battery depletion prematurely. The device was explanted and replaced. It was also reported there was unstable and rising thresholds on the right ventricular (rv) lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.